Event description:
It was reported that catheter entanglement and shaft break occurred. The target lesion was located in the left common iliac artery. After inserting a v-18 control wire, an opticross 18 imaging catheter was advanced to view the target lesion. However, it was noted that the catheter was found stuck. Upon further advancing, the catheter got kinked and fractured. The device was completely removed and the procedure was completed with another opticross 18 imaging catheter. There were no patient complications reported.